Event description:
During lung resection procedure, the staples did not form properly and bleeding occurred. The surgeon applied another device to correct the condition.

Manufacturer narrative:
7/15/97-supplemental report #1 submitted to FDA. The cause for the difficulty reported could not be reliably determined as the subject device was returned to the MFR without the staple cartridge.